Event description:
Customer reported that three anchors broke at the eyelet location during surgery. The surgeon did pre-drill the insertion site prior to placement. The surgeon had difficulty grasping the anchors for removal and had to 'chip away' some of the pt's bone, however the anchors were removed. There was approx a 30-45 minute delay to remove the anchors. It was stated that the pt's bone quality was good. No other pt info is available.